Event description:
A maestro drill was sent for evaluation because black residue was coming off the hose of the device. This was noticed in the sterilization department. No adverse event was associated with the device.

Manufacturer narrative:
Worn/degrading hose was identified as the probable cause of the residue reported.